Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy procedure, the device handle did not lock and it did not fire. It was reported that the surgeon was able to pressed the green button and squeezed the handle. They change the handle to another device. There was no patient injury.